Event description:
It was reported that the 9800 system monitor screen was black with two circles on it. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.